Event description:
It was noted that the patient expired after explant of the device. Medical safety review of the event noted that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06453 was provided in sections b2, b5, d6, h1, and h6.

Event description:
The complainant reported that the 71-year-old male patient experienced groin site bleeding and bilateral lower extremity ischemia during impella cp support. Leading up to support it was noted that the patient required unusually high pressor support due to their existing condition. Following implant, bilateral lower extremities (ble) mottling was documented and quickly worsened with symptoms of extensive mottling, blistering, and necrotic toes. Discussions were had regarding the need for a bilateral fasciotomy to counteract the condition. Heparin administration was then halted seven days into support as a result of the noted oozing/bleeding at the groin site. As the ble ischemia continued to worsen, it was documented that amputation would be necessary if the patient was weaned from support. Further decisions related to the patient's course of therapy were left to the patient and their family as a result of their condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿